Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ ii short needle insulin syringe had a different color than before. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd ultra-fine¿ ii short needle insulin syringe had a different color than before. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: customer returned (2) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 7058748. Customer states that the color of the syringe is different from before. Both returned syringes were examined and both exhibited dark material on the surface of the barrel. A small portion of this material was removed from the barrel and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely scale print ink. (B)(4) was initiated to address such issues at this time. A review of the device history record was completed for batch # 7058748 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root causes include. Damage to the pad. Pad heat set incorrectly. Print head timing out of adjustment. (B)(4) was initiated to address such issues at this time.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that before use of the bd ultra-fine¿ ii short needle insulin syringe had a different color than before. There was no report of exposure, serious injury or medical intervention.